Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to noise artifacts I the primary vector. It was noted the patient had also received inappropriate therapy when the device was programmed to the secondary vector. It was noted the amplitudes were smaller than desired. A new screening was recommended to see if repositioning the device or electrode would produce better amplitudes. The patient was pacemaker dependent and had a concomitant pacemaker implanted. The patient was hospitalized with therapy off pending further troubleshooting. It was reported that noise could be recreated in the primary vector. By manipulating the device. The noise was consistent with under insertion of the electrode terminal pin; however, x-rays confirmed the terminal pin was fully inserted. A revision procedure was performed to investigate the connections. When the pocket was opened, no issues were observed with the device and electrode connection. A new electrode was implanted and connected to the existing device, but some noise was observed. It could not be determined if the noise was the same as in the inappropriate shock episode, so the device was also explanted and replaced. A new s-ICD system was implanted, with no sensing or noise issues observed during the device set-up. The explanted products were expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to noise artifacts in the primary vector. It was noted the patient had also received inappropriate therapy when the device was programmed to the secondary vector. It was noted the amplitudes were smaller than desired. A new screening was recommended to see if repositioning the device or electrode would produce better amplitudes. The patient was pacemaker dependent and had a concomitant pacemaker implanted. The patient was hospitalized with therapy off pending further troubleshooting. It was reported that noise could be recreated in the primary vector, by manipulating the device. The noise was consistent with under insertion of the electrode terminal pin; however, x-rays confirmed the terminal pin was fully inserted. A revision procedure was performed to investigate the connections. When the pocket was opened, no issues were observed with the device and electrode connection. A new electrode was implanted and connected to the existing device, but some noise was observed. It could not be determined if the noise was the same as in the inappropriate shock episode, so the device was also explanted and replaced. A new s-ICD system was implanted, with no sensing or noise issues observed during the device set-up. The explanted products were expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.